Event description:
(B)(6) (non-mdt rep) reported the following to (B)(6): I'm just in a case with the s8 and am wondering what this blue model over the localizer is supposed to represent? I can get the dataset when I'm back at the account. The specific slice was close to the target slice. It almost looks like a best fit model but it's off a little bit from the scan rod location on the ap plate. This is a brand new leksell localizer and frame - used 5 times - but we started seeing a 2mm medial deviation on the left side only in the last 4 cases we've done. They have 2 frames and 1 localizer, so the 2 patients we did yesterday both saw the exact 2mm medial deviation on the lead. The only common feature is the localizer, which is why I was looking. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).